Manufacturer narrative:
Examination of the returned devices finds evidence to support the reported dislocation. It was initially reported the patient had sciatic nerve palsy and twisted, causing the primary dislocation. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. It was also reported the patient was implanted with a competitor acetabular cup in conjunction with the reported depuy devices. This is not recommended and is considered off-label use. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During the revision, the surgeon identified slight corrosion on the head and the neck, melting of the mesogluteus, and the necrosis of the soft tissue. The surgeon replaced the head with a new delta 32mm head. The liner was also changed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.